Event description:
Based on the add'l info received on (b)(\6) 2014: this case initially considered as non-serious was upgraded to serious as the events of "painful / pain in both knees/ pain became unbearable", "could barely walk/ could hardly walk/ difficulty walking going upstairs", "pressure after the injection/ pressure in both knees / pressure in both knees/ pressure became unbearable", "swelling in knee had gotten worse/ knees started swelling" and "drained my knees/ fluid drained from both knees" required intervention. This unsolicited device case from united states was received on (B)(6) 2014 from consumer, ER. This case is cross referenced to case (B)(6) (same pt). Based on the add'l info received on (B)(6) 2014, add'l events of burning in both knees and redness in both knees were added. The event painful was updated to "pain in both knees/pain became unbearable". This case concerns a (B)(6) y/o male pt who developed burning, redness, pain, swelling, pressure after injection in both knees, could barely walk/ could hardly walk/ difficulty walking going upstairs and "drained pt's knees" (knee effusion) after receiving treatment with synvisc one. The pt's medical history was significant for cardiac stent placement (in 1998), back surgery and herniated disc (in 2008). Relevant concomitant medication included ramipril (altace) for hypertension, morniflumate (flomax) for prostate, omeprazole (prilosec) for acid reflux and rosuvastatin calcium (crestor) for cholesterol (unspecified). No past drugs were reported. On (B)(6) 2014, the pt received treatment with single dose synvisc one injection (route of administration, dose, lot/batch number and expiration date unk) into both knees for moderate osteoarthritis. On (B)(6) 2014, in addition to being painful, the pt could barely walk out of office because of the pressure after the injection in both knees. The pt also experienced burning sensation (burning both knees) and redness in both knees. The pt stated that after injection, the pt took rest for 2 days as recommended and then started gradual activity. Over next several weeks, the pt's knees swelled which later worsened, felt difficulty in walking and going upstairs. Eventually the pain and pressure became unbearable and the pt went back to the doctor and he drained the pt's knee (fluid cleared from both knees) and said that the pt had a reaction. The pt reported that it was 2.5 months since the injection and was still having problems that were not before the injection. Corrective treatment: physical therapy; cortisone. Outcome: not recovered/ not resolved for all the events. Serious assessment: painful/ pain became unbearable, could barely walk/ could hardly walk/ difficulty walking going upstairs", "pressure after the injection/ pressure in both knees / pressure in both knees/ pressure became unbearable", "swelling in knee had gotten worse/ knees started swelling" and "drained my knees/ fluid drained from both knees" required intervention (cortisone administered). Add'l info was received on (B)(6) 2014. Global ptc number and ptc investigation report were added. Add'l info was received on (B)(6) 2014: which upgraded the case to serious as the pt required intervention (cortisone administered) for the events of ""painful / pain in both knees/ pain became unbearable", "could barely walk/ could hardly walk/ difficulty walking going upstairs", "pressure after the injection/ pressure in both knees / pressure in both knees/ pressure became unbearable", "swelling in knee had gotten worse/ knees started swelling" and "drained my knees/ fluid drained from both knees". Pt's demographics (age, gender) added. Add'l events of burning both knees and redness in both knees were added. Suspect drug info (frequency and action taken) updated; medical history, concurrent condition and concomitant medications added and pt's clinical course updated. Text amended accordingly.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for spec conformance prior to release. Any review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a tp who developed pressure after the injection/ pressure in both knees, was painful/ pain became unbearable, could barely walk/ could hardly walk/ difficulty walking going upstairs", "swelling in knee had gotten worse/ knees started swelling" and "drained pt's knees/"fluid drained from both knees (knee effusion) after receiving treatment with synvisc one for moderate osteoarthritis. Although the role of device cannot be ruled out based on the drug event temporal relationship; however, lack of detailed info about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the pt precludes a comprehensive assessment in this case.